Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 505 mg/dl. The customer was treated with bolus. Customer also reported that tried to delivered bolus and she just changed the reservoir but her blood glucose was not corrected and customer was using automode. Customer stated they were unable to exit the load reservoir process. The insulin pump will not be returned for analysis.